Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # : (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found one other reported incident against the provided product/lot combination, pc-000494571. Both complaints were from the same hospital and the same surgeon. Corrective action was not indicated. Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Following the implantation of a 48 mm pinnacle sector acetabular cup, and during the insertion the apex hole eliminator, it did not engage in the cup and went through the apical hole. The diagnosis was secondary hip osteoarthritis due to developmental hip dysplasia. The insertion of the acetacular cup pinnacle 48mm was uneventful. A failed engagement between the apex hole eliminator and the threaded part of the apical hole was noticed. The complete advancement of the apex hole eliminator through the hole resulted finally in its entrapment behind the posterior cup surface. At the immediate post-operative period, no complications were recorded.